Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does meet the requirements for an MDR. The MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
Customer reported a potential false negative patient result on (B)(6) 2022. Customer also reported that the same patient sample yielded positive results on both a covid home test as well as their confirmatory (panther) test. Data review: on (B)(6) 2022 customer pathologists regional lab contacted luminex technical support to report a potential false negative patient result for aries sars-cov2-eua assay, pn: 50-10047. Customer provided aries system support utility file and run files for the discrepant runs indicate lot ab7260a was the lot utilized. Customer stated a disagreement between panther results and the aries results. Sample analysis of sample ID: (B)(6) shows valid negative results where the orf1ab gene and n gene targets were not detected with an rnase CT of 26.2. Customer reported that the sample was also tested on a covid home test which yielded a positive result as did their confirmatory (panther) test. Per the aries sars-cov-2 package insert, a valid negative result will occur if neither the orf1ab gene nor the n gene targets are detected while the rnase p is detected. A valid positive result will occur if either the orf1ab gene or the n gene (or both) are detected while rnase may or may not be detected. Consumable review: no false negative results were reported during aql testing of lot: ab7260a on 08/19/2022. There are no ncmrs associated with this lot. There are no additional cases reporting false results for lot: ab7260a at this time. Device review: aries system sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. There were no service actions for the aries system during the prior 6 months that would contribute to a false result. Sample work-up: customer sample work-up information was not captured in this case. Conclusion: the root cause of the potential false result cannot be determined. There are no ncmr's associated with the lot utilized. There is no indication of a hardware malfunction or evidence of consumable malfunction at this time.